Event description:
A report was received that the patients ipg had shifted and it was burning the skin. It was also noted that the patient was having pain whether stimulation was on or off. It was unknown whether what degree of burn or what intervention was given.

Manufacturer narrative:
Additional information was received that the patient had no burn on the skin. It was just a burning sensation. Scs was checked and everything was working fine.

Event description:
A report was received that the patients ipg had shifted and it was burning the skin. It was also noted that the patient was having pain whether stimulation was on or off. It was unknown whether what degree of burn or what intervention was given.

Manufacturer narrative:
Additional information was received that the patient underwent a scs explant procedure due to the device was moving and was producing a shocking sensation. No further information could be obtained. Additional suspect medical device components involved in the event: model #: sc-2158-50 serial #: (B)(4) description: linear lead with enhanced stylet, 50cm the explanted devices were not returned to bsn.

Event description:
A report was received that the patients ipg had shifted and it was burning the skin. It was also noted that the patient was having pain whether stimulation was on or off. It was unknown whether what degree of burn or what intervention was given.